Event description:
It was reported that the user experienced a low blood glucose event, with a fingerstick value of 66 mg/dl confirmed during troubleshooting, and was advised to treat with fast-acting carbohydrate per standard guidance; subsequent self-treatment included a peanut butter sandwich, cookie, and candy, after which blood glucose increased to 91 mg/dl. Symptoms included hypoglycemia without loss of consciousness or seizure. Outcomes included recovery with oral carbohydrate and no emergency care or hospitalization. Investigation included customer interview and troubleshooting education. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction was identified. It was concluded that the event was user-managed with oral carbohydrate and consistent with hypoglycemia of undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.